Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm. The customer's blood glucose was 232 mg/dl at the time of incident. Troubleshooting could not be performed as customer was at school and not available with insulin pump. Customer would call back to continue troubleshooting. The insulin pump will not be returned for analysis.